Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and the customer was able to prime without an alarm. The customer was advised that the alarm was caused by a set/reservoir occlusion. The reservoir will not be returned for analysis.